Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) confirmed the autofill failure alarm along with ¿iab catheter restriction¿ and ¿gas loss in iab circuit¿ in the alarm logs. Iabp was exercised on a patient simulator and test catheter. Unable to replicate any failure. No fault found with iabp. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
Na.

Manufacturer narrative:
Due to character limitation, below field are added from e1, event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient in the ccu, cardiosave intra-aortic balloon pump (iabp) failed to inflate during auto-fill, indicates inflation/deflation, but no waveform. Fst confirmed the autofill failure alarm along with iab catheter restriction and gas loss in iab circuit in the alarm logs. There was no patient injury/harm reported.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.

Event description:
Na.